Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well postoperatively and the explanted device was retained by the medical facility.